Event description:
Difficult deflation was encountered during a percutaneous angioplasty of a distal bypass graft of the popliteal artery. The balloon was removed from the graft area into the iliac where it was intentionally overinflated to rupture and was successfully removed through the sheath. The procedure was successfully completed with this balloon without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated several kinks in the shaft located at 45.5 centimeters and 91 centimeters from the distal tip. Microscopic examination revealed a 2.8 centimeter longitudinal burst extending from the distal radiopaque marker to 6 millimeters proximal to the proximal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up revealed the contrast mixture was not diluted with saline and the pt's anatomy was very tortuous. As the engineering eval indicated several kinks in the catheter shaft and chatter marks on the balloon's surface, co believes these factors contributed to this event. Co's directions for use state: "the standard inflation medium is a 1:1 mixture of contrast medium and normal saline. If loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immmediately discontinue the procedure. Deflate the balloon, do mot reinflate and remove carefully. Inflation in excess of the rated burst pressure may cause balloon to rupture. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."